Event description:
It was reported that patient had an increase in seizures. Output current was decreased and medication was increased. The explanted device is not available for return. No other relevant information has been received to date.